Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary duct during a stone retrieval procedure performed on (B)(6) 2024. During the procedure, the tip of the basket detached before lithotripsy could be performed. A different device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary duct during a stone retrieval procedure performed on (B)(6) 2024. During the procedure, the tip of the basket detached before lithotripsy could be performed. A different device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment. Block h11: the returned trapezoid rx was analyzed, and a visual inspection observed that the basket tip was not returned, and the side car rx was pushback. The reported event was confirmed. Premature deployment of the tip cannot be seen during the product analysis; however, the device returning without the tip is evidence that it could have detached prematurely. The tip can detach prematurely due to the physician technique when grabbing the device from the thumb ring. If the thumb ring is grabbed with too much force, even with the basket closed, it can add stress to the wire causing the tip to detach. It was also observed that the side car was push back. This is most likely due to the technique used during preparation of the device. Manipulation of the thumb ring from the handle when preparing the device to be used can cause the working length to retract and push back the side car rx. Therefore, based on all available information, the most probable conclusion is adverse event related to procedure.